Manufacturer narrative:
Manufacturers ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that the patient with acute ischemic stroke underwent a mechanical thrombectomy procedure targeting an internal carotid artery (ica) occlusion on (B)(6) 2021. A 132cm embovac 71 aspiration catheter (ic71132ca / 30541397) was used for the first pass for direct aspiration (a direct aspiration first pass technique adapt technique), but only a small portion of the thrombus was removed. The embovac catheter was then used in combination with the 5mm x 33mm embotrap ii revascularization device (et009533 / 21d095av) for the second, third, and fourth passes. A part of the thrombus was removed. Images taken of the ica showed blood flow reopening towards the anterior cerebral artery (aca), but the middle cerebral artery (mca) was obstructed. It is unknown if the mca occlusion was embolized to a new territory (ent) caused by the procedure or the complaint devices. Only the ica occlusion was confirmed at the beginning of the procedure. The physician crossed the lesion to open the mca. The embotrap ii device was deployed and the embovac was delivered to the m1 segment of the mca, but the catheter became stuck on the ophthalmic artery and the embotrap ii device was not able to be delivered. Therefore, only the embotrap ii device was removed but the mca remained occluded. It was reported that the patient expired a few days after the procedure. The exact cause of death is unknown. Per the department director, the fatal outcome was not related to the complaint devices. The fatal outcome is likely related to the patients underlying disease state. The physician understood that the alberta stroke program early CT score (aspects) score was low at baseline and this procedure would be strict. The complaint devices are not available for evaluation. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (21d095av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Distal embolization is a well-known potential complication associated with the use of the embotrap ii and embovac in endovascular mechanical thrombectomy. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. With the information provided, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including clot burden, vessel characteristics, device selection, device interaction, and mechanical manipulation of devices within the artery that may have contributed to the event rather than the design or manufacture of the devices. Since the relationship of the devices to the thromboembolism cannot be clearly established and the event required additional surgical intervention in an attempt to restore blood flow, the event meets MDR reporting criteria with the classification of serious injury for both complaint devices. It was indicated by the department director that the death was not related to the complaint devices. The patient initially presented with an acute ischemic stroke with low aspects score. The fatal outcome is likely related to the patients underlying disease state. Therefore, the death will neither be coded nor reported. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two (2) products involved with the reported complaint. The associated manufacturer report number are: 3008114965-2021-00364. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient with acute ischemic stroke underwent a mechanical thrombectomy procedure targeting an internal carotid artery (ica) occlusion on (B)(6) 2021. A 132cm embovac 71 aspiration catheter (ic71132ca / 30541397) was used for the first pass for direct aspiration (a direct aspiration first pass technique adapt technique), but only a small portion of the thrombus was removed. The embovac catheter was then used in combination with the 5mm x 33mm embotrap ii revascularization device (et009533 / 21d095av) for the second, third, and fourth passes. A part of the thrombus was removed. Images taken of the ica showed blood flow reopening towards the anterior cerebral artery (aca), but the middle cerebral artery (mca) was obstructed. It is unknown if the mca occlusion was embolized to a new territory (ent) caused by the procedure or the complaint devices. Only the ica occlusion was confirmed at the beginning of the procedure. The physician crossed the lesion to open the mca. The embotrap ii device was deployed and the embovac was delivered to the m1 segment of the mca, but the catheter became stuck on the ophthalmic artery and the embotrap ii device was not able to be delivered. Therefore, only the embotrap ii device was removed but the mca remained occluded. It was reported that the patient expired a few days after the procedure. The exact cause of death is unknown. Per the department director, the fatal outcome was not related to the complaint devices. The fatal outcome is likely related to the patients underlying disease state. The physician understood that the alberta stroke program early CT score (aspects) score was low at baseline and this procedure would be strict. The complaint devices are not available for evaluation.